Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient experienced another occlusion alert after previously functioning without issue for several days. A contact reported that the infusion set had been working appropriately and expressed uncertainty as to whether the tubing may have been bent. The contact traveled to the patient¿s residence to assist with changing supplies and planned to follow up after arrival. During follow-up, the patient reported that the occlusion occurred after the tubing was accidentally pinched between the pump clip and the case. All supplies were replaced, after which insulin delivery resumed and blood glucose levels stabilized. The highest reported blood glucose during the event was significantly elevated, and the device alerted for high glucose. The occlusion was corrected by dismissing the alert and changing supplies. Non-medical assistance was provided by the patient¿s contact due to kindness, as the patient is elderly and routinely receives help with supplies. No symptoms were reported, and no medical intervention was required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.